Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the ad cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of corrosion: since the equipment inspection results did not indicate any air leaks, it is possible that water entered through the vent fitting. While it is possible that water entered the interior of the scope due to the installation or removal of the leak detection tube or vent fitting while water droplets were present on them, or due to installation or removal while submerged, this cannot be confirmed. Olympus will continue to monitor field performance for this device.